Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation, the battery was unable to recharge or power up a test monitor. The cause for the battery failure was isolated to mismatched battery cells (0.027v, 3.814v, 0.008v). The root cause for the mismatched battery cells could not be positively identified. No adverse event resulted from the mismatched battery cells. The patient received a replacement battery pack.

Event description:
Download data from a (B)(6) male patient revealed several battery faults. Zoll customer support contacted the patient and issued him a replacement battery pack.